Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported/noted difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
During un-packaging of the 3.5 x 18 mm xience alpine stent delivery system (sds), when the protective sheath was removed, the stent had dislodged on the mandrel. There was no resistance during removal of the protective sheath. The device was not used, and was replaced with a new sds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.